Event description:
The caller reported that 50 minutes into surgery, the anesthesiologist noticed difficulty in ventilating the patient and the pulmonary pressure increased. At this point, the surgery was stopped and the patient was extubated and then reintubated. The event occurred on (B)(6) 2010. The caller stated that the failure appears to be an outpouching of the balloon that occludes the murphy eye. Caller states that there was no injury to the patient. Patient was admitted to the ICU post-op as a precaution. The lot number was not available.

Manufacturer narrative:
If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.